Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that they experienced hypoglycemia with blood glucose (bg) levels of 42 mg/dl following insulin pump therapy. The user was assisted by a caregiver who provided juice and glucose tablets. The user¿s bg stabilized, and no hospitalization or further medical intervention was required. No long-term health effects were reported.